Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime test. Insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump was unable to perform no delivery test due to motor error alarm. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm and a no delivery alarm while attempting to deliver a bolus. Customer's blood glucose levels at the time 526mg/dl. Advised customer that insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.